Event description:
It was reported that after an interventional peripheral revascularization procedure, arteriotomy closure of the right femoral artery was achieved using the starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. The device was removed with counter-traction with assertive pull. When the device was removed, hemostasis had been achieved with the starclose se device clip. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned starclose se device is consistent with the reported experience of a difficult to remove closure device; therefore, the reported experience is confirmed. The locator wings were found to be broken from the control wire subassembly at the distal ring. All locator wings material was present and attached appropriately to the pusher body. Broken locator wings would indicate they were not fully retracted during the deployment process that prevented easy device removal which required force to remove the device. The extra force used was sufficient enough to break the locator wings as the device is being pulled through the clip during device withdraw from the patient anatomy. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.